Event description:
It was reported that patient was experiencing ineffective coverage of pain relief due to leads being migrated. Patient also experienced several falls. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.